Event description:
Set speed fluctuations 9140-9190 from set speed of 9200, high ldh levels, high pi. Increasing rpms did not cause pi to decrease. Performed a hmii pump exchange with success. Explanted pump showed denatured protein thrombus.